Event description:
The pump's motor stalled. The pt had withdrawal symptoms due to the pump's failure to deliver the prescribed doses of intrathecal medications.the pump was returned to the manufacturer for analysis and their investigation concluded that the failure was due to corrosion and/or corrosion with mechanical wear.